Manufacturer narrative:
No relevant alarms after pump error unit not received stuck in manufacturing mode.unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No pump error 3 alarms during testing, however multiple pump error 3 alarms in the pump history file due to severe corrosion on all electronic assemblies. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damage to keypad overlay texture, peeling keypad overlay at bottom right corner of overlay, peeling end cap address label, corrosion on force sensor assembly and moisture damage on motor home switch.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors. The customer's blood glucose was unknown at the time of incident. The customer reported that there were no damage on the insulin pump. The insulin pump was returned for analysis.